Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (6mg/ml, 3.1994mg/day) and marcaine (14mg/ml, 7.465mg/day)in an implantable pump for chronic low back pain and spinal pain. For the past several refills, the expected residual volume (erv) was greater than expected by 5-6ml each time ("expecting 6ml, get 12-13 consistently"). There were no reported symptoms. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed at this time. No further actions/interventions were taken to resolve the issue. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pump was malfunctioning, it wasn¿t releasing the correct continuous level of medication as programmed. The pump was not releasing 20% of the medication it was programmed to deliver so they knew the patient had more medication in the reservoir. The pump was replaced.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received on 29-dec-2016 from a consumer via a company representative. At the time of the report, the pump was delivering dilaudid (6 mg/ml at 3.4977 mg/day) and marcaine (15 mg/ml at 8.75 mg/day). It was reported that the pump was underinfusing. The volume discrepancy was not believed to be related to a pocket fill or be the result of a programming error. At refills, they had been getting back 13-14 mls, but expecting 4 ml. The reporter did not have any details about how far back this was going on or further details from the healthcare professional as only the patient was available at the time and she was in a rush to get out of the office. Surgery was scheduled for next week. The patient told the reporter that the doctor tried to aspirate from the cap (catheter access port) and was not able to do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.